Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displaying "high" to 520 mg/dl. To address the high blood glucose, the customer administered a correction bolus via the pump. A supply change was done to resolve the occlusion, insulin therapy resumed.